Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. There were numerous kinks in the hypotube. Microscopic examination found a longitudinal burst, 1mm in length near the proximal end of the balloon markerbands. Microscopic inspection of the markerband found no irregularities or defects. Microscopic examination found no irregularities or defects of the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex artery. A 3.00mmx12mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex artery. A 3.00mmx12mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.